Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance. The health care professional wanted to reprogram the shock vector per technical services recommendations. The hcp tried to reach both representatives without success. Ts recommended calling directly another ts division for lead impedance issues. The hcp stated they will call. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. The health care professional (hcp) wanted to reprogram the shock vector per technical services (ts)'s recommendations. The hcp tried to reach both representatives without success. Ts recommended calling directly another ts division for lead impedance issues. The hcp stated they will call. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the device was reprogrammed. No adverse patient effects were reported.